Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded CT and lc error codes. Lc is indicative of long charge times and CT is indicative of charge time out. The patient reported pain and receiving several shocks however there were no episodes stored within the device. The device was deactivated, and the patient was hospitalized pending device replacement. Technical services (ts) reviewed the device data and noted that it is highly likely that the shock in treated episode 16 damaged the device system. Prior to this episode the arrythmia logbook shows r-wave reduction and oversensing as well as signal saturation. Surgical intervention was performed. Visual inspection of the system at explant was unremarkable. The system will be returned for evaluation.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed discoloration, possible heat damage/melted metal noted proximal area of shock coil. The time and cause of the discolored metal, possible heat damage was not determined with certainty, but did not appear to affect lead electrical performance. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded CT and lc error codes. Lc is indicative of long charge times and CT is indicative of charge time out. The patient reported pain and receiving several shocks however there were no episodes stored within the device. The device was deactivated, and the patient was hospitalized pending device replacement. Technical services (ts) reviewed the device data and noted that it is highly likely that the shock in treated episode 16 damaged the device system. Prior to this episode the arrhythmia logbook shows r-wave reduction and oversensing as well as signal saturation. Surgical intervention was performed. Visual inspection of the system at explant was unremarkable. The system will be returned for evaluation.